Manufacturer narrative:
Other, other text: additional information added to h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a smiths medical pump continues to alarm high pressure. Verified no occlusions. Patient's IV line is patent and is easily flushed. Pump continues to alarm high pressure. This has happened with two different patients from this account. Patient not affected.